Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed the peripheral control pcb malfunction. Based on the result, we concluded that it was caused due to the excessive shock applied on the peripheral control pcb. In addition, we confirmed that the process pcb malfunction. Correction information: g6: follow up #1 h6: coding changed based on the investigation result additional information: h4: device manufacture date.

Manufacturer narrative:
Model epk-3000-us is available in the USA with a 510k number k172156. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Event confirmation that the inside of the mask becomes deep blue or pure black. The equipment is epk-3000, vnl-110s, vnl-90s when both scopes are connected, a mask like the one attached is displayed in pure blue or pure black. It happens several times a day. Probably 1 to 3 times. It improved when the lock lever was opened and locked again. This event occurred at the time of during use. There was no report of patient harm.